Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation; therefore, a conclusive cause for the reported sutures interlocking in the tissue tract cannot be determined. The sutures can interlock in the tissue tract due to numerous factors including, but not limited to manufacturing, patient anatomical conditions and/or user technique. All devices are visually tested during manufacturing and a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. Reportedly, no calcification was noted and the vessel was to have been in good condition. No other anatomical information relevant to this incident was reported. The sutures can interlock in the tissue tract if the suture ends are not evenly matched and/or not properly tensioned; or, if a bow string effect with the exposed suture(s) is not created by bending the prostar xl device sheath away from the operator and applying tension to the suture ends exiting the hub, per the prostar instructions for use, under suture management. No relevant information concerning the user technique was provided. No manufacturing or quality issue was detected. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to the reported event.

Event description:
It was reported that the sutures were placed in the left and right common femoral arteries using the preclose technique prior to the interventional procedure using a 7fr sheath. Reportedly, the prostar xl sutures successfully achieved hemostasis in the left common femoral artery. However, during knot advancement in the right common femoral artery, the sutures interlocked in the tissue tract. A surgical cut down procedure was required to close the arteriotomy site and achieving hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the prostar xl device. Though requested, additional information was not provided.